Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the lumen. Microscopic inspection found no irregularities or damage in the balloon material or markerband. Functional testing found no leak and the device held pressure for 5 minutes under rated burst pressure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported information indicates the device was not inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. Upon initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. Upon initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.